Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. It was determined that the occlusion was caused by a blockage in the cartridge. The customer subsequently changed supplies as necessary and resumed insulin therapy.